Manufacturer narrative:
The other applicable components are: product ID: 3889, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con) via a manufacturer representative (rep). It was reported that the patient had a hard time sleeping on (B)(6)2017. Also, when they put pressure on the wires, where it was placed, it would get sore and hurt really bad. Their doctor helped them hook the wire on the day of the report and the controller was, then, working with the external neurostimulator (ens). On (B)(6)2017, it was reported that the patient's arthritis was hurting. They were off their medication until the evaluation was over. It was noted that their trial started on (B)(6)2017. It was also reported that the evaluation helped with bladder spasms until the day prior to the report. They felt they had a slight urge, but couldn't hold their urine. They felt a muscle issue was taking place.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the patient underwent an advanced evaluation during which only one lead was placed. It was confirmed during the patient's stage 2 that the lead had not become loose. No actions or interventions were take as the lead did not become loose. Issue no longer reportable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the trial patient drank a root beer the night prior to the report which caused them to go more overnight, and they were assisted in changing programs. It was later noted they were not having any pain, but their arthritis was bad. Patient had not been taking any pain medication. The trial patient later stated they went more during the day but was not sure if that was from the IV or not. They experienced a little bit of soreness in the back area and could not sleep, and the soreness persisted where the leads were placed. One of their wires came loose, but they stated their evaluation was still working as they were only up one time the night before. No further complications were reported.